Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. During the investigation a secondary condition of damage to the 44-pin flex cable on the ground pins was detected. This condition has a potential for patient harm. The rear housing of the device was removed and damage was noted to the 44-pin flex cable on the ground pins where it connects to the motor board. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. The root cause of the observed damage to the flex cable was determined to be a result of a manufacturing activity. Damage to the ground pins can result in a continuous reset due to an intermittent connection. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lung resection, the devices were able to be used without problems at the first firing. Another reload was attached for second firing, and when checking the opening and closing of the jaws, the display on the lcd (liquid crystal display) monitor became misshapen and was not a normal display. The power handle was returned to the charger and replaced the shell, but the problem was not solved. Another device was used to complete the case. There was no patient injury..